Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced unbearable pain and pocket site heating at the ipg site after prolonged use regardless of strength. The patient was admitted to the hospital. The physician ordered MRI. The patient was unable to set ipg to MRI mode (also see related MFR. Report#: 1627487-2019-02338 and MFR. Report#: 1627487-2019-02339). As a result, the ipg was explanted.